Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. Investigation revealed that the bolus button cover was torn. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and warns the patient to discontinue using the pump. Evaluation revealed a bolus button leak and internal moisture damage inside the pump. Unrelated to the complaint, evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
Patient reported that approximately 4-5 hours ago he received cs alarm about 20 min after swimming. He stated he rebooted pump and could not get past verification screen because keypad buttons stopped responding. Patient states he checked the battery compartment and denies any moisture. The patient stated he was without insulin for about 3 hours and when he got home bg was around 400mg/dl and he corrected with injections. Patient states he felt fine and denies any symptoms of high blood glucose. Patient stated prior to the alleged issue, he had no previous button issues. The pump was replaced.